Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined the reported event was due to case circumstances. The damage to the stent was likely the result of dilating with the armada 35 balloon catheter and the stent fractured in the middle segment bend location as reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, a 10.0x100mm absolute pro stent was deployed on a bend. After dilatation with a 10.0x60mm armada 35 balloon dilatation catheter, it was observed that more than one stent strut fractured in the middle of the stent but the stent remained as one. The fractured stent remains in the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.